Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that for the last 3 weeks, the patient¿s device had been turning off. One night the patient woke up and the device was off. It was reported that recharging had been fine and there had been no cycling. The patient checked the diaries and the patient was using it daily. It was reported that the patient used her programmer a lot during the day. It was noted the patient was getting good coverage where she needed it. Additional information received three days later reported that an impedance check had been performed the day of the initial report. It was reported that no malfunctions or cause of issue had been determined. It was stated that no interventions had been taken or planned. It was reported that the patient was ¿fine¿ and was receiving effective therapy. Additional information received the next day reported the manufacturer representative had tried to help troubleshoot the patient¿s stimulation turning off issue last week by interrogating with other patient programmers. After that time only the top row of icons showed on the manufacturer representative and patient¿s programmers. It was confirmed that the representative did not accidentally turn off the patient¿s limits or remove any groups. The patient¿s programmer would be replaced as a troubleshooting step. It was noted the patient had an appointment scheduled with the manufacturer representative on (B)(6) to attempt to resolve the turning off issue. Additional information received reported that the patient would be meeting with a manufacturer¿s representative on (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that they "think there was something wrong with the battery". Additional information received reported that the patient was seen by a company representative the previous week. It was stated that there was no communication with the implantable neurostimulator (ins) with two programmers, the recharger, or the clinician programmer. It was unknown when the patient last charged her device. It was stated that the patient stopped feeling stimulation since the beginning of december. It was reported that the physician wanted to replaced the device. Later that day it was reported that the stimulation was "on" and the patient "keeps charging her device". It was stated that the patient programmer was "unable to communicate". It was reported that a company representative met with the patient and an "all system check" was normal. The patient did not bring the external equipment during that visit. The patient was seen in mid november and had some reprogramming. It was stated that the use of a trial patient programmer was not able to communicate with the ins. The patient went home and was unable to communicate with their programmer as well. It was noted that the patient was "pretty savvy with her equipment". Later that day it was reported that the patient was feeling stimulation and able to recharge, but there was no communication from the ins to the patient programmer. It was stated that the patient was only seeing the top row of icons on the programmer. The reporter was not sure when this started, but it was "probably sometime in november". The patient received a replacement programmer, but it was "still giving the patient problems". It was noted that the patient had the correct limits and setting according to the clinician programmer. Another representative also checked to make sure the limits or settings had not been turned off. Tni codes were obtained from the patient programmer. It was stated that the patient was able to see coupling boxes during recharging. Recharging statistics were obtained that showed that the patient was recharging the ins. Tni codes were obtained from the recharger. It was stated that if they sync with programmer now they see top row of icons and group row of checkmark in a box with letter b. It was noted that the patient previously didn't see the letter b until they met with representative a few weeks ago and they changed the program. The patient did not see the amplitude settings. It was stated that previously stimulation was cutting off "when it was running 4" and the representative took it down from "2 to 4". It was noted that stimulation was not cutting off anymore, but they could barely feel it. It was reported that the patient was unable to increase or decrease stimulation. Group b had been added at the previous visit with a company representative. The patient had groups a and b. It was stated that since replacement the patient was unable to increase or decrease stimulation. It was stated that when the patient was last in the office they tried "several different programmers" with the ins and they did not work. It was stated that since the ins replacement the patient has never seen anything on the programmer beside the top row of icons. The following day it was stated that "it was an option" for the company representative to meet with the patient. It was noted that initially the patient had been reporting that the stimulation was turning off and this was attributed to position. It was confirmed that the numerical values had not been coming up on the patient's programmer. It was stated that the company representative was going to set up a meeting with the patient in two weeks. Two days later it was stated that the patient "might not know how to change groups and that's why she was not seeing group a. The patient had an appointment to meet with the representative on (B)(6) 2013. Additional information received reported that the patient met with a company representative. It was stated that the representative used the programmer and saw the group row for both a and b programs, no amplitude setting on the programmer. The clinician programmer was used to view the limits and settings. The limits for groups a-h were off for all parameters. It was stated that the representative assigned full range amplitude and rate and exited out of the session on the clinician programmer. When the representative synchronized patient programmer with ins they were able to view patient settings and this resolved the issue. It was unknown how the limit settings were reset.

Event description:
Additional information received reported that the patient was receiving effective therapy.